Manufacturer narrative:
Concomitant medical products: product ID: 25000. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a diagnostic code indicating a pairing issue with the remote monitor. The pairing error was cleared, and the patient was unable to establish telemetry. Troubleshooting steps were taken to no avail. The patient was referred to the clinic to rule out a telemetry issue with the implantable pulse generator (ipg). Both the monitor and ipg remain in use at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.